Manufacturer narrative:
Review of lot records/work orders, prior reports, no issues were noted.

Event description:
During implant procedure, the limb of the bifurcated stent graft device was damaged inside the patient, causing occlusion, which required a fem-fem bypass patient is fine.